Event description:
It was reported that the patient suffered an impact to the contralateral side of the head on (B)(6) 2014. It could not be assessed if hearing performance was affected. Further follow up will be done by the clinic, upon which re-implantation will be decided.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.